Event description:
The healthcare professional, via the manufacturer representative, reported that therapy failed after the patient experienced "trauma" in the beginning of 2016. There was no sensory effect on almost all electrode combinations. The patient did have sensory effect with one combination, but not in the preferred pelvic area and only at high amplitudes. Impedances measured in late (B)(6) 2016 and showed that electrode combination 0 and 3 was less than 50 ohms. The remaining combinations ranged from 372-764 ohms. It was unknown when the short circuit occurred and no x-ray had been taken, per the representative. There was no harm/injury to the patient and they were receiving alternative therapy.